Event description:
It was reported that the patient was experiencing no disposable, clamp tubing alarm on both pumps despite all troubleshooting steps. Cassette lot number and expiration date not available. Serial numbers for pumps most recently sent to patient (B)(4) and (B)(4). It was unknown if the patient has third pump or if was returned. No further details provided and no patient injury was reported.